Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error and was exposed to rain water. The customer did not recall the blood glucose reading. The insulin pump had not been exposed to a strong magnetic field. He reported that the insulin pump had been exposed to moisture in the past without moisture visible in the insulin pump. The motor error alarms began after the exposure. The drive support cap appeared normal and recessed. The insulin pump failed the self test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and it passed. Unable to confirm the low reservoir alarm due to the motor error alarm. The pump passed the displacement, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked case near the display window corners. No moisture damage was noted on the electronics assembly.